Event description:
Physician was performing a sterilization procedure. When the coil was placed in the fallopian tube, the physician attempted to retract the essure device and there was some resistance. Once the device was retracted, part of the coil remained on the device.